Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi. No device intervention was performed. The patient's condition was unknown.

Event description:
New information received notes that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi due to an event queue overflow. Programming changes were made to resolve the issue. The patient had no adverse consequences.